Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 01r64-22, that has a similar product distributed in the us, list number 1r64-21 / 31, with 510k/PMA/bla number p210003. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A literature study by dasdemir fo et al.,¿comparative evaluation of a new-generation hbsag assay versus a conventional method in occult hbv infection and low-level hbsag positivity,¿ mikrobiyoloji bulteni 2026;60(2):177¿187, evaluated the diagnostic performance of the abbott architect hbsag qualitative ii assay compared with a next-generation assay (alinity I hbsag next qualitative) in detecting hepatitis b infection. The study reported false nonreactive alinity I hbsag next qualitative results for 87 occult hepatitis b infection (obi) cases, where all the samples were confirmed hbv dna positive. No impact to patient management was reported.